Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was patient rep stated that the "battery pack" was not charging correctly from the ac power supply or charging the implantable neurostimulator (ins). Patient rep stated that it would take hours to charge the implant and the controller would give them a difficult time as the number would start fluctuating and then drop immediately. The issue began (B)(6) 2024. Agent instructed patient to check for damage, no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Patient mentioned the ac power supply was split at the center of the cord and the recharger gets really hot. Towards the end of the call, patient rep mentioned the belt was tearing and was torn up. The issue was not resolved. A request was sent to the repair department to replace the recharger, ac power supply and belt.

Manufacturer narrative:
H3: product ID 97755 serial# (B)(6): product type recharger was returned and the analysis shows recharger antenna failure with the message poor recharge quality. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) called in and was with pt and states that the pt indicates replacement product they received did not make a significant difference in their charging--pt still indicates it is taking around 2 hours to charge ins fully. The caller does not believe the ins is too deep. The pt states he can get excellent coupling but it will drop to good or fair coupling, pt made note of seeing his charge jump from 10-30% one time. Agent had the caller take a look at the clinician application to evaluate the recharge diary and caller states that the coupling is primarily fair and the sessions do appear to all be around 2 hours in length --the caller states this is every 9 days or so. Agent provided some recommendations to caller and noted it would not seem like replacement of product is necessary.